Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 75-year-old female patient with caridomyopathy and other systemic comorbidities was implanted with an impella rp device for mechanical circulatory support. During impella support, the purge flow began to decrease suddenly. The staff was advised on the tissue plasminogen activator protocol to manage the purge rate. It was further reported that the family elected to withdraw care and make patient comfort measures only and patient expired.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. The data log showed a 3.5-hour gradual rise in purge pressure close to 1000 mmhg, and this trend was resolved after changing the purge bag/cassette, with a decreasing trend over two hours. No high purge pressure or low pure flow alarms were triggered during the purge pressure rise and purge flow decrease trend. The cause of the high purge pressure issue was most likely biomaterial, based on data log review trend on purge pressure. E.1 revised facility name as it was previously reported incorrectly on initial manufacturer device report number 1220648-2024-23984. G.1 revised reporting contact email since initial manufacturer device report 1220648-2024-23984 was submitted in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report 1220648-2024-23984 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.